Event description:
Within a 30 day period, the hospital experienced two fire related events associated with the use of the device. One event created significant smoke and fire damage when a flashlight fell over on the bovie activating the switch creating a fire. The second occurrence occurred in our ed when a bovie was disposed of in a trash can following a trauma case. This is the 5th incident of the device creating a fire when improperly disposed of. Dates of use: routinely used by multiple departments.